Manufacturer narrative:
(B)(4). Batch # u5e952. Investigation summary;: the analysis results showed that one psee60a device was returned with the closing trigger and anvil closed and articulated to the right position. Not reload was present. After further evaluation. The knife was noted to be partially advance. Once that a battery was assembled to advance all the way out and return the knife to a home position the knife start to come off and tangle through the joint cover. No functional test could be performed due to the condition of the device. The device was disassembled to verify the integrity of the internal components and the knife was noted to be buckled. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. The damage to the knife is consistent with the device being clamped over an excess of tissue. If the firing continues the knife will buckle, and as the knife is attempting to pull the anvil towards the reload to form the staples it will result in the damage observed on the anvil. Please reference the instruction for use for more information. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during gastric bypass procedure, doctor was unable to articulate the psee60a. The surgery was not delayed due to the event. Case completed with a like device. The procedure was successfully completed. There were no fragments generated. There were no patient consequences reported.